Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the device emitted sparks. A burn was also reported. Additional details have been requested but no further information is available. The patient status is unknown.

Manufacturer narrative:
Evaluation summary: a device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by manufacturer. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. This unit does not meet the requirements for a manufacturing or service failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (UDI). If information is provided in the future, a supplemental report will be issued.